Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9600tfx 29mm sapien 3 transcatheter valve, implanted in the tricuspid position, underwent an explant procedure after an implant duration of 1 year and 7 months due to unknown reasons. No additional details were provided.

Manufacturer narrative:
The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per clinical review of medical records received, the 29mm sapien 3 valve had been implanted within a preexisting tricuspid ring. During the initial tricuspid valve replacement procedure, the valve canted to one side in the open area of the tricuspid ring and had mild paravalvular leak. Prior to the explant procedure, the patient had been admitted with leg swelling, weakness, and shortness of breath. Tee completed revealed one of the valve leaflets appeared fixed open leading to significant regurgitation. There was a pacemaker lead noted near the fixed leaflet, that was in between the bioprosthetic valve and tricuspid ring. The paravalvular leak does not appear to arise from this area. There was also at least moderate paravalvular leak with the hole measuring 0.8 cm x 0.5 cm. Explant intraoperative tee demonstrated severe leakage of the tricuspid valve as well as paravalvular leak. Findings from the explant procedure stated that the valve had canted and was leaking as well as one of the leaflets was immobile. A surgical tricuspid valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, code added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h11. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and as the risk management file captures risks for indicated device use only, thus the review of the risk management file is complete, and no further action is required at this time. The paravalvular leak, device malposition, central regurgitation, and leaflet motion restriction were confirmed based on the medical records provided. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (implanted in tricuspid ring with an open area) may have caused or contributed to the valve malposition. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (valve canted to one side in the open area of the tricuspid ring, pacing lead placed across the tricuspid valve) may have caused or contributed to the paravalvular leak. In this case, the deployed valve was malpositioned and canted on one side, which could lead to improper blood flow and affect the valve leaflets coaptation, resulting in leaflet motion restriction as reported. Per medical report, the patient had vast comorbidities (hyperlipidemia, diabetes mellitus, chronic kidney disease, and hypothyroidism), which are known factors that may increase the risk of valve calcification leading to early valve degeneration and leaflet thickened, resulting in immobile leaflet or leaflet motion restriction. As such, available information suggests that patient factors (pre-existing comorbidities) and/or procedural factors (malpositioned thv) may have contributed to the leaflet motion restriction. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Since one (1) of the leaflets was reported to be motion restricted, it could lead to central regurgitation due to improper valve leaflet coaptation. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.